Event description:
Reporter indicated that pt underwent revision surgery approximately 5 months after generator replacement surgery, at which time the generator was again replaced due to recurrent infection. Both the original lead and the replacement generator were then explanted 8 days later. It was reported that the pt had seroma collection over the generator and skin infection and that the pt had irritated/scratched at the incision site. The infection reportedly kept recurring and it was believed that the pt's body may have been rejecting the device. The decision to explant was made due to both the recurrent infection and a lack of efficacy of the vns therapy for the pt. During the initial generator replacement surgery (prior to the infection), both preoperative and intraoperative antibiotics were utilized. It is unk whether the pt had undergone any surgical or dental procedure or invasive monitoring either three months pre or post initial generator replacement surgery and the pt is not implanted with any other devices. Review of mfg records for the replacement generator confirmed sterilization of the device. The infection is reportedly resolved and reimplant is not planned.